Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect additive volume with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that the bd vacutainer® plastic sst¿ ii advance tube with hemogard closure was missing a clot activator as described in the product description. No serious injury or medical intervention reported.